Event description:
Per independent repair center statement, the unit was alarming or red light and alarm will not function. The key failure was pilot valve for the manifold was contaminated and causing shut down. Additional malfunctions were pcb was defective (no alarm and timing not working) and power switch for the controls short circuited.